Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a lead revision, stored egms showed noise on the rv lead. The noise could not be reproduced in clinic. Patient was asymptomatic. Under fluoroscopy, the lead was observed to have externalized conductors. The lead was capped and replaced. The patient's condition post procedure was fine.